Event description:
On (B)(6) 2014, the reporter contacted animas stating there was a motor rewind issue with the pump. The rewind step reportedly stopped prior to completion. The patient's blood glucose (bg) value reportedly was 21.8 mmol/l with extreme thirst. The reported bg value with symptom does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2014 with the following findings: a review of the black box revealed a ¿call service (cs) 162 loss of prime¿ alarm due to zero force and ¿cs163¿ no cartridge detected warnings on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the ez-prime¿ steps were performed correctly; no rewind issues or any errors, alarms or warnings occurred during the investigation. The product performed within specification and the reported ¿rewind issue¿ was no duplicated during investigation. There were no motor alarm issues observed. The pump¿s cover was removed; there were no intermittent conditions found to the fs circuit or to the motor circuit. Unrelated to the complaint, the text on the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.